Event description:
Philips received a complaint on the v60 ventilator indicating that there was a defective battery. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. It was stated that the battery would not charge. The customer was provided a quote for onsite service and a replacement lithium-ion battery. Further service is pending the customer acceptance or rejection of the quote. This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on (B)(6)2023, (B)(6)2023, (B)(6)2023, and (B)(6)2023 to obtain information about the device use at the time of the event, and it was stated by the customer biomedical engineer that they had no further information on the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
We are unable to confirm the alleged device issue or final disposition of the device because the customer rejected the provided quote, refusing service. Investigation is ongoing.